Event description:
It was reported that the user accidentally initiated a pump rewind while the infusion set tubing remained connected to the body, after which support guided the user to disconnect the infusion set from the site and prime the tubing until drops were observed, restoring insulin delivery. Symptoms included no reported adverse clinical effects. Outcomes included no reported impact such as hospitalization, medical intervention, or interruption beyond temporary insulin delivery pause. Investigation included customer interview and troubleshooting and education on proper pump handling and infusion set management. Investigation of this case revealed user handling error during pump rewind with the infusion set connected, with the infusion set and cartridge implicated as involved components; after corrective steps, normal function was confirmed. It was concluded, based on previously established findings for similar reports, that the cause was use error.